Event description:
It was observed that during the device evaluation, the bronchofibervideoscope had corrosion on the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is a cause traced to component failure which is an expected or random component failure without any design or manufacturing issue. The component failure is due to a degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.